Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis messages were not communicating. The technical support specialist (tss) dialed into the server and confirmed all required services were running. Healthsight viewer (hsv) showed no notices, synchronized info 2.0 was current, and the downtime query showed the last successfully processed message. Tss ran the knowledge article ¿medes: interface delayed/down notice¿ query, which confirmed no available messages for processing. Tss deployed the interface services utility ¿ carefusion coordination engine (cce) package, but the deployment failed, and previous rss deployments had also failed due to timeouts. Remote smart service (rss) showed a critical status for cce with mbmalarmaggregation in red. After connecting to the interface, high cpu and memory usage were found, and communication stopped again. Tss requested customer it/server assistance to check ip 168.56.71.69 port 19321. Upon dialing into the cce, tss found over 5,000 messages in the usage outq. Restarting mbm showed no change. Tss emailed the customer to reset the connection. Afterward, the usage outq drained. Tss dialed back into the server, ran the downtime query, and confirmed no interface delays. Messaging status and extract transform load (etl) were current with no errors. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis message was not communicated with worx interface. It prevents inventory from adjusting correctly and transactions was not being recorded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.